Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid's (B)(6).

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I results. The customer then ran quality control which was also out of range. After troubleshooting and replacing buffer and removing kinks in the buffer line, quality control was in range and the patients were repeated with higher results. Quality control was in range when ran the previous morning before processing the samples but buffer was added later. The following data was provided: sid (B)(6) initial results 9.4 repeat results 16.0 patient is female sid (B)(6) initial results 24.4 repeat results 35.4 patient is male sid (B)(6) initial results 28.6 repeat results 48.8 patient is male diagnostic cutoff for the males = 34 pg/ml diagnostic cutoff for females = 16 pg/ml no impact to patient management was reported.

Event description:
The customer observed falsely depressed architect stat high sensitive troponin-I results. The customer then ran quality control which was also out of range. After troubleshooting and replacing buffer and removing kinks in the buffer line, quality control was in range and the patients were repeated with higher results. Quality control was in range when ran the previous morning before processing the samples but buffer was added later. The following data was provided: sid (B)(6) initial results 9.4 repeat results 16.0 patient is female. Sid (B)(6) initial results 24.4 repeat results 35.4 patient is male. Sid (B)(6) initial results 28.6 repeat results 48.8 patient is male. Diagnostic cutoff for the males = 34 pg/ml. Diagnostic cutoff for females = 16 pg/ml no impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number 03p25-27, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00351-00 has been submitted and all further information will be documented under that MDR number.